Event description:
It was reported "I was reaching out due to an increase in 16cm cvcs leaking once in the patients. We have removed 3 subclavian cvcs in the past week all for leaking at the site." The cvc was removed and replaced. No patient harm or injury. The patient current condition is reported as "fine". Associated MDR numbers include 9680794-2024-00127 and 9680794-2024-00129.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The customer returned one, empty ziplock bag for this complaint along with the catheter samples for two associated complaints. Visual analysis could not be performed on the catheter involved in this event as it was not returned. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "ensure catheter patency prior to use. Do not use syringes smaller than 10 ml (a fluid filled 1 ml syringe can exceed 300 psi) to reduce risk of intraluminal leakage or catheter rupture". Complaint verification testing could not be performed as only an empty bag was returned for this complaint. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "I was reaching out due to an increase in 16cm cvcs leaking once in the patients. We have removed 3 subclavian cvcs in the past week all for leaking at the site." The cvc was removed and replaced. No patient harm or injury. The patient current condition is reported as "fine". Associated MDR numbers include 9680794-2024-00127 and 9680794-2024-00129.